Manufacturer narrative:
Reporter causality: not reported. Seriousness criteria: medically significant. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014. This case concerns a patient who experienced rash all over the body and hiccups whilst receiving synvisc for an unknown indication. Although the role of synvisc cannot be ruled out based on the product event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from singapore was rec'd on (B)(4) 2014 from a healthcare professional via singapore health authority-hsa ((B)(4)). This case concerns a (B)(6) male patient who developed rash all over the body and hiccups while receiving treatment with synvisc. Relevant past medical history, past drugs, concurrent conditions and concomitant medication were not reported. On an unknown date, the patient initiated treatment synvisc injection at an unknown dose (route, frequency, lot/batch number and expiration date: unknown) into an unspecified knee for an unknown indication. On (B)(6) 2014 (after unknown latency), the patient developed rash all over the body and hiccups. Action taken: unknown. No corrective treatment was reported. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.